Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The pump was placed but there was persistent blood leaking from the red plug that was taped and managed with bond. The leak was observed after the team had observed the need for a distal perfusion due to limb ischemia. The family and team made decision to withdraw care and patient expired after 23 hours rather than escalated to the 5.5 pump.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
Correction: b1, d4. The investigation of the reported failure mode has been completed. No product returned. Red handle leak - the cause of the red handle leak/bleeding was not determined due to no product returned and insufficient clinical details provided. Ischemia: the root cause of the ischemia was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.